Event description:
Boston scientific received information that the patient with this device was to endure a non-device related procedure. The device had not been interrogated for many years due to lack of insurance. The patient reported that an unspecified amount of time ago, the device had exhibited beeping tones every 12 hours. Additionally, the patient noted feeling non-painful small pulses in the chest region. Recent EKG review noted no pacing from the device. The patient was informed to contact their physician immediately. No further information was available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.